Event description:
The customer observed a lower slope of potassium calibration curve and an out of range low quality control potassium levels when using the new clinical chemistry serum ict calibrator. Lot# 0505017. This occurred on the aeroset analyzer, list # 9d05-01. The customer used another ict calibrator with the same lot# mentioned above, both the potassium calibration curve and the quality control levels went back to be within the expected values. There was no impact to pt management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.